Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that part of the cannula is broken. There was no additional information provided.

Manufacturer narrative:
Additional information received via e-mail 25-apr-2022: event date, confirmed no patient injury, patient is tracheotomized and ventilated at night. Additional information received via e-mail 29-apr-2022: part breaks off when goose gargle (connected to ventilation tube leading to ventilator) is disconnected from tracheal cannula. Then the part breaks off and it is immediately noticed by the pd or the client (broken off part obviously lying in bed).